Event description:
Reportedly, after several firings, a tack freely discharged fromt he device, vell into the pt cavity, and was retrieved. Procedure: ventral hernia repair. Pt status: no pt injury reported.